Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2010 during which the surgeon noted an obvious large recurrent hernia encompassing almost the entire abdominal cavity, and the whole side of a large hernia mesh had torn off the right side of the abdominal wall, creating a flimsy sac with multiple loops of small bowel tightly incarcerated within it. He lysed extensive adhesions, dissected all loops of bowel off each other and off the torn mesh and removed the tacks and the entire mesh. It was reported that the patient experienced severe chronic pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/12/2021.

Manufacturer narrative:
Date sent to FDA: 07/23/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.